Event description:
It was reported to philips that the wireless footswitch base station was defective. The system was not in clinical use. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the wireless footswitch base station was defective and needed a new receiver for foot pedal. Upon further inspection, it was confirmed that the battery indicator was green and wi-fi indicator was red. Later, fse confirmed that the wireless footswitch has mechanical issue. Fse replaced the wireless footswitch. After replacing the wireless footswitch, the system was returned to use in good working order. The codes were updated based on the investigation outcome.